Event description:
It was reported that the set separated. The product was received with a note that stated "3rd time".

Manufacturer narrative:
The customer¿s report that the set separated was confirmed, however; the customer¿s report was identified as cut tubing. Visual inspection of the returned male luer with partial tubing found lateral cracks in the male luer¿s spin collar. No signs of over torque or tool marks were observed. The partial set was inspected where the tubing was cleanly cut from the remainder of the set which had a smooth surface. No further anomalies or damages were noted. Functional testing could not be performed due to the partial set¿s cut tubing. The root cause of the cut tubing could not be identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, additional information will not be provided, (including patient information).

Event description:
It was reported that the set separated. The product was received with a note that stated "3rd time".